Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, there was evidence of a short battery life illustrated with a 14 count voltage drop. The battery compartment was found to be cracked. The battery cap fit securely. The pump was found to be cracked between the keypad and the case seal. There was moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due to a case seal leak. The ez-prime steps were performed correctly and all the currents readings were above specification. The reported "short battery life" was duplicated. The pump's cover was removed and there was moisture corrosion found to the continuous glucose monitor module.